Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation papers received. It is alleged that the patient suffered from pain, limited mobility, grinding sensations, audible squeaking, and elevated levels of cobalt chromium. Update (B)(4) 2013- der was received with part/lot information. Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Patient demographics added. On (B)(4) 2014 - x-ray cd received and placed in file. X-rays may pertain to (B)(4). Update rec'd (B)(4) 2012- pfs and medical records received. After review of the medical records it confirmed metallosis. It also stated there was impingement of the acetabular component so the ucp and stem are now being reported. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear. Updated patient identifier. Added patient's age, expiration date of the liner and head, hospital revision, revision surgeon, lawyer in the associated contact.